Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was partially deployed and subsequently recaptured due to suboptimal positioning. On the second deployment attempt, the valve was positioned 5 millimeter's (mm) from the non-coronary cusp (ncc) and 5 mm's from the left coronary cusp (lcc). As the paddles were disengaged, the device dislodged towards the left ventricle in that it was positioned 15 mm from the lcc an 15 mm from the ncc. Resultingly, paravalvular leak (pvl) of unknown severity was noted. The physician opted to forego any additional interventions as the patient had nearly severe aortic regurgitation pre-operatively. Complete heart block was noted, and implantation of a permanent pacemaker was planned.

Manufacturer narrative:
Updated: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was partially deployed and subsequently recaptured due to suboptimal positioning. On the second deployment attempt, the valve was positioned 5 millimeter's (mm) from the non-coronary cusp (ncc) and 5 mm's from the left coronary cusp (lcc). As the paddles were disengaged, the device dislodged towards the left ventricle in that it was positioned 15 mm from the lcc an 15 mm from the ncc. Resultingly, paravalvular leak (pvl) of unknown severity was noted. The physician opted to forego any additional interventions as the patient had nearly severe aortic regurgitation pre-operatively. Complete heart block (chb) was noted, and implantation of a permanent pacemaker was planned. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The severity of pvl was moderate. The chb was noted intra-operatively. Patient anatomy factors reported to contribute to the dislodgement were the annulus <(><<)> left ventricular outflow tract (lvot), enlarged ascending aorta, horizontal aorta, and a short neck.